Event description:
The customer biomedical engineer (biomed) reported their philips intellivue information center (piic) failed to latch a red desat alarm. No adverse event involving patient or user was reported.